Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and functional: loose were reviewed. It was determined functional: loose has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to functional: loose in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, functional: loose associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # ==> (B)(4) all medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
MDR staff has indicated product (l20411) is worn and damaged. The post is worn so the connection between the broach and broach handle is loose as a result. Product is no longer functional and replacement is required. No intra-op issues or concerns. Patient status/ outcome / consequences --> no.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.